Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports over heating caused module case to melt. (B)(6) 2017 customer reports device was in standby and was not in use or in contact with patient. No further information available.

Manufacturer narrative:
On 12/11/2017 integra investigation completed. Device history record reviewed, no abnormalities related to the reported failure. Scratches were found on the right panel of returned product. Internal inspection found the base of the lamp housing was melted and the bulb was discolored. It was noted that the power supply was the old version. The lamp would not ignite. The test lamp was installed and ignited after a slight delay. Note that the lamp in this mlx was the older version. The locking tab for the heat extender mirror broke off inadvertently during removal of the lamp from the base. Replaced lamp and holder for heat extended mirror which resolved the reported complaint. The root cause of the lamp failure was not undetermined. The reported complaint was confirmed.